Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) processes steps provided by the customer and it was confirmed that there were no obvious deviations identified. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from the cds process steps in the IFU. Therefore, the cause of the material remaining in the device could not be determined. The issue can be detected/prevented by following the instructions provided in: evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 - preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 - cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.